Manufacturer narrative:
As reported, the 5mm extra support rx angioguard rx emboli capture guidewire system could not be reinserted into its small transparent distal sheath. This occurred after rinsing its support immediately after opening the sterile packaging, resulting in the device being unusable because it did not pass through the valve or the catheter hub. The device was replaced before use. There was no reported patient injury. The event occurred during a procedure for treatment of ischemic stroke, and the device was not used on the patient. The product was stored, handled, and prepared according to the instructions for use (IFU). No device or package damage was noted prior to use, and nothing unusual was observed about the device before usage. The returned components included the capture sheath, the delivery sheath, and the ecgw system inserted into the delivery sheath; the remaining components were not returned for analysis. The capture sheath does not show any damage. The filter is expanded with a kinked condition on the membrane wall. A buckling condition was observed on the delivery sheath located approximately 26 cm from the distal tip with a length of 81 cm. The proximal end of the guidewire is kinked, and a kinked condition was also observed on the guidewire at the proximal end of the filter basket. Functional analysis was not performed because key components related to docking of the filter basket into the delivery sheath were not returned. The filter basket was inspected using a vision system, and the kinked condition of the membrane wall was confirmed. The filter struts do not show damage, and no additional damages or anomalies were observed. The exact cause of the observed conditions could not be conclusively determined during the evaluation. Product analysis did not provide evidence that the reported event was related to the manufacturing or design process. The reported malfunction ¿delivery system ¿ loading (docking) difficulty ¿ through introducer¿ could not be substantiated because the filter basket introducer was not returned for evaluation; however, the malfunction ¿filter basket ¿ kinked/bent¿ was observed during product analysis. The exact cause of the reported event could not be determined, and procedural or handling-related variables cannot be ruled out as potential contributors. Users are trained to inspect for signs of damage prior to and during use, and any product with damage is not to be used; information for safety is provided in the product labeling to make users aware of these risks. The instructions for use (IFU) state: ¿guidewires are delicate instruments and should be handled carefully. Prior to use, and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly.¿ based on the available information and the results of the product analysis, there is no objective evidence to indicate the event is related to device design or manufacturing; therefore, no preventive or corrective actions will be taken at this time, and the event will continue to be monitored through routine post-market surveillance.

Event description:
As reported, the 5mm extra support rx angioguard rx emboli capture guidewire system could not be reinserted into its small transparent distal sheath. This occurred after rinsing its support immediately after opening the sterile packaging, resulting in the device being unusable because it did not pass through the valve or the catheter hub. The device was replaced before use. There was no reported patient injury. The event occurred during a procedure for treatment of ischemic stroke, and the device was not used on the patient. The product was stored, handled, and prepared according to the instructions for use (IFU). No device or package damage was noted prior to use, and nothing unusual was observed about the device before usage. The device will be returned for evaluation. Addendum: a kinked condition was observed on the guidewire located in the proximal end of the filter basket on product evaluation.